Event description:
The customer reported an IV set containing a rituxan infusion leaked at an unk location; medication was lost due to the leaking. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.